Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint could not be confirmed. The device was visually and functionally inspected and it was found that this device performed per the MFR's specifications. The problem reported by the customer could not be duplicated in the lab setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that fluid did not flow through the device and as a result the device was replaced.